Event description:
It was reported that the catheter fell out of the patient after 3 hours of placement. Stated that the balloon of the catheter was ruptured and water leaked from the balloon.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no tears on the balloon of the catheter. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was allowed to rest with no observed leaks. The balloon concentricity was observed to be 60:40 as compared. The catheter was passively deflated with no issues or cuffing noted. This meet specification per inspection procedure, which states, "balloon must not be torn." Active length of the catheter balloon was measured (0.7520") and found to be within specification (0.6-0.9). No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unconfirmed. Correction: h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient after 3 hours of placement. Stated that the balloon of the catheter was ruptured and water leaked from the balloon.